Manufacturer narrative:
(B)(4).

Event description:
It was reported that during central venous catheter (cvc) placement, the spring wire guide (swg) was unable to advance through the introducer needle into the vein. When the user attempted to withdraw the swg, resistance was encountered, and the guidewire became stuck within the needle. During removal, the swg was observed to stretch. As a result, both the introducer needle and the swg were removed from the patient simultaneously. Following removal from the patient, the swg was successfully separated from the needle without further issue. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was required.